Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has a right total attune knee that is loose and has fallen into severe varus. This knee was done south of spokane, unknown when it was done. The patient is too big to have a total knee. The surgeon removed the components and implanted revision pieces. The patella was retained. The patient's size is a reason for the failure. The patient had severe bone loss on the tibia, and no cement was stuck to the bottom side of the tray. The patient had less bone loss on the femur, and cement stuck to the femoral component. The new components are well fixed and the patient is stable. Loosening of femur and tibia at the bone to cement and cement to implant interface. Cement manufacturer used was competitor. Doi: unknown; dor; (B)(6) 2018; right knee.